Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Per the physician¿s discretion, the contegra device was used off-label. It is unknown if the physician¿s technique directly caused the reported stenosis; stenosis is a known adverse event. No definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a short segment of the valve was used to reconstruct the superior vena cava, which is off-label use. A cardiac computed tomography (CT) was performed 32 days following the implant of the valve, which showed right lateral indention of the midportion of the superior vena cava and a slight narrowing distally just above the right atrial connection. Thirty-nine (39) days post implant, an angiogram revealed a mild narrowing just superior to the superior vena cava to the right atrial junction, as well as a moderate stenosis. A stent was placed in the superior vena cava and a balloon was dilated. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this bioprosthetic valved conduit, a short segment of the valve was used to reconstruct the superior vena cava, which is off-label use. A cardiac computed tomography (CT) was performed 32 days following the implant of the valve, which showed right lateral indention of the midportion of the superior vena cava and a slight narrowing distally just above the right atrial connection. Thirty-nine (39) days post implant, an angiogram revealed a mild narrowing just superior to the superior vena cava to the right atrial junction, as well as a moderate stenosis. A stent was placed in the superior vena cava and a balloon was dilated. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected text to indicate that this is a bioprosthetic valved conduit, not a transcatheter bioprosthetic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.